Manufacturer narrative:
The device was returned for analysis and abbott vascular (av) confirmed that hydrophilic coating was present throughout the surface of the sheath. The returned device was back loaded onto the used guidewire with no resistance observed during insertion or retraction. The complaint handling database was reviewed and there were no similar events reported for difficulty to remove guidewire. Further assessment per site operating procedures was performed and determined that the reported issue was not related to design, manufacturing or labeling and that there is no additional product impacted by this issue. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other prostar xl referenced in b5 is filed under a separate manufacturer report number.

Event description:
Reportedly, as a test, a prostar xl was loaded over a guide wire outside the patient's anatomy. There was no patient involvement. Heavy resistance was noticed during retraction of the prostar xl device from a 0.035 amplatz super stiff guide wire. Another prostar xl was loaded onto the guide wire with the same result. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis, which was unable to confirm the reported difficulty inserting the guide wire. Hydrophilic coating was present throughout the surface of the sheath. A review of the lot history record was conducted and found no non-conforming reports for this issue from this lot. Additionally, the a review of the complaint handling database found other incidents related to difficulty inserting the guide wire. This issue appears to be isolated. Based on the related records review, review of the elhr for this lot and the actual complaint rate, there is no indication that the larger population of product is affected by this issue. Additionally, there is no evidence to suggest that the product issue affects inventory or distributed product.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: there was resistance felt during insertion of the guide wire into the prostar xl device. No additional information was provided.